Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy procedure, a reload was placed on tissue and the reload would not fire. Another reload was opened and also placed on the handle and it would not fire. A new handle was opened and it was determined that it was the handle and not the reload. Both reloads were able to be fired afterward without issue. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.